Event description:
Pt was being treated with combination electrotherapy/ultrasound therapy when they complained of discomfort. The clinician was treating the pt with the interferential electrotherapy waveform and ultrasound (settings not described) when the pt reported a 'shock' sensation. The clinician reported making intensity adjustments to the device (electrotherapy or ultrasound adjustments not specified), and the pt complained of feeling no effect or shock/surge. The treatment was stopped immediately. The pt did not suffer injuries due to the discomfort.

Event description:
Pt was being treated with combination electrotherapy/ultrasound therapy when they complained of discomfort. The clinician was treating the pt with the interferential electrotherapy waveform and ultrasound (settings not described) when the pt reported a 'shock' sensation. The clinician reported making intensity adjustments to the device (electrotherapy or ultrasound adjustments not specified) and the pt complained of feeling no effect or shock/surge. The treatment was stopped immediately. The pt did not suffer injuries due to the discomfort.

Event description:
Pt was being treated with combination electrotherapy/ultrasound therapy when they complained of discomfort. The clinician was treating the pt with the interferential electrotherapy waveform and ultrasound (settings not described) when the pt reported a 'shock' sensation. The clinician reported making intensity adjustments to the device (electrotherapy or ultrasound adjustments not specified) and the pt complained of feeling no effect or shock/surge. The treatment was stopped immediately. The pt did not suffer injuries due to the discomfort.

Event description:
Pt was being treated with combination electrotherapy/ultrasound therapy when they complained of discomfort. The clinician was treating the pt with the interferential electrotherapy waveform and ultrasound (settings not described) when the pt reported a 'shock' sensation. The clinician reported making intensity adjustments to the device (electrotherapy or ultrasound adjustments not specified) and the pt complained of feeling no effect or shock/surge. The treatment was stopped immediately. The pt did not suffer injuries due to the discomfort.

Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.